Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging to replace the pump, which was still under warranty. The customer planned to continue using the current pump as backup therapy.